Manufacturer narrative:
(B)(4). The explanted upper strain relief was not returned to neuropace for analysis. The rns neurostimulator and leads remain implanted and programmed for use.

Event description:
The patient required a surgical repair of the scalp area with help from a plastic surgery physician due to skin erosion around the rns implant incision site. It was diagnosed by the treating facility as a superficial incisional erosion. Treatment included upper lead strain relief removal and replacement. The treating physician reported the patient as doing well.